Event description:
It was reported that this right atrial (ra) lead exhibited an increased pacing threshold measurements of 1.7 volts at 0.4 milli second and suspected of lead dislodgement. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.